Event description:
It was reported that balloon rupture occured. The 100% target lesion was located in the mildly tortuous ang severely calcified common iliac artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 3 atmosphere, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor serious injuries were reported.